Event description:
The customer reported a leak near the baths at the front of a unicel dxh 800 coulter cellular analysis system. The leak occurred when analyzer was starting up. The customer did not specify the volume of the leak. The leak was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The customer drained the baths and the instrument was able to run without leaks.

Manufacturer narrative:
The customer was able to resolve the leak. Beckman coulter (bec) field service was not dispatched for this event. (B)(4).